Manufacturer narrative:
Investigation/conclusion: a review was completed of the batch record for lot 382197. Lot met all final release specifications. In-house testing of 29 drug free urine donors on the complaint lot 382197 did not replicate the complaint. All devices tested provided expected negative results. No product deficiency was established.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of conflicting results provided by triage doa 25 test. Event occurred in (B)(6). Customer alleges a conflicting result has already been seen in more than one case and the issue was observed not at a specific analyte (i.e., depending on cases, conflicting results have been seen in different analytes). This customer's institute is a hospital particularly focusing on clinical trials and has been using this product for a long time. When using this particular lot (#382197), the customer has been witnessing inconsistent width of lines (narrow / wide lines), as well as conflicting test results (positive and negative) for identical samples. No reported adverse patient sequela. No additional information provided.